Event description:
One problem was that the temperature was correct yet no flow of fluid was going through the tubing and it was causing a suction that was seen by the uterus collapsing. A clog was noticed in the tubing and was not able to be cleared. A couple more attempts using different hydrothermablator procedure sets and a second unit were unsuccessful, and the procedure was aborted. No patient complications were reported as a result of this event. The patient's condition was reported as "ok."

Manufacturer narrative:
Functional testing was performed and the unit operated properly. The evaluation did not identify any failure of the product to meet its material, assembly or performance specifications. Unable to determine the cause of the event.